Event description:
A serious adverse event was reported involving a malfunction alarm identified as malf-16, leading to the hospitalization of a child in sweden due to ketoacidosis. The customer's blood glucose level was measured at 14.2 mmol/l. Customer's mom gave her a manual injection in an attempt to resolve the issue. The customer then went to the hospital via ambulance where the hospital gave her another manual injection via pen. The customer was released from the emergency room after two hours with no permanent damage sustained. The customer reverted to an alternate method of insulin therapy.